Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) with blood glucose of 13 mg/dl at the time of the incident. No further information was obtained due to privacy law constrains. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller was trying to establish if the customer's infusion sets were part of the recall. The insulin pump will not be returned for analysis.